Manufacturer narrative:
Investigation findings: an evaluation confirmed the reported problem. The shaver handpiece on/off buttons were found inoperative and further eval found the handpiece has the potential to activate on its own, related to pc board failure. A design change has been implemented to address this failure mode. To date there have been no reported injuries associated with this failure mode. Conmed linvatec continues to monitor this product for failures.

Event description:
This shaver handpiece was returned for eval with the report that it was not working properly. There was no report of injury and or surgical delay associated with this event.